Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(4) (3014862188-2021-00262,263,264: test 1,2,3 of 4).

Event description:
User reported 4 false positive results. Negative pcr. This is report 4 of 4.

Event description:
User reported 4 false positive results. Negative pcr. This is report 4 of 4.